Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 112 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump is working as designed. The customer was advised that the issue or the alarm was by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.